Event description:
On (B)(6) 2016, the a3059 mayfield skull clamp was in contact with a patient when the doctor noted the skull clamp was bending when it was fixated to the patient's head. The doctor stated the material was not strong enough to withstand normal load forces during cranial fixation. There was no patient injury, death alleged or delay in surgery due to the product problem.

Manufacturer narrative:
Integra has completed their internal investigation on 02 aug 2016. The investigation included: methods: evaluation of actual device; review of device history records; review of complaint history. Results: evaluation of device: engineering was not able to confirm the customer complaint. The skull clamp was subjected to the following inspections: first, the skull wooden block test was performed as stated on the (B)(4) inspection checklist. Second, the pressure was checked on all of the torque screws per (B)(4) at 20, 40, 60, and 80 lbs within +/- 4 lbs. Tolerance of force. All the measurements were within the tolerances specified. Lastly, the free play of the ratchet inside the clamp base was tested. The total lateral travel must not exceed .200¿... With the weight applied over the tether, the indicator was zeroed and with the weight hung over the opposite side. The final read out was .1815¿ and it falls within the .200¿ limit. Device history record reviewed for this product ID lot code/work order: (B)(4) - manufactured on 29 oct 2015 show no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. A two year lookback in trackwise for this reported failure and or related to "loose/ movement " for this product ID shows that (B)(4) complaints were received including this case, see below. No new design or manufacturing trends have been identified. This issue will be monitored. In summary: engineering was not able to confirm the customer complaint. There was no looseness experienced with the index knob at the moment of locking and unlocking the skull clamp while it was under load. Additionally, the skull pins fit snugly in their respective receptacles. The torque screw¿s pressure forces were tested and they all passed within the tolerance. Also, the ratchet¿s lateral movement was tested per the standardized test procedure and it stayed within the limit.